Manufacturer narrative:
(B)(4). Batch # n57m2z. Manufactured date-corrected data the analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was received with an ecr45b cartridge loaded on the device. The cartridge was received unfired. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information received: the device worked fine for the surgeon, but at the back table the motor buzzing was heard. Case was completed by using one new gun for each fire. No patient consequence.

Event description:
It was reported that during a laparoscopic hartman¿s reversal procedure, there are three guns in this case. For the first gun, surgeon fired on tissue, opened and removed from tissue, closed and removed from body, the gun was placed on table; rn states she heard a motor go, untouched. The device would not open. Surgeon used the manual override to open and gun would not work. A second gun was opened, fired and worked. Again when tech went to open gun for reload it would not open and a third gun was used. This was the final fire and so it is unknown if this gun would open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.